Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No button error alarm noted during testing. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current test. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 400 mg/dl and that the insulin pump alarmed button error. Customer treated with the pump. Customer declined high blood glucose troubleshooting as they did not have the pump with them. Customer indicated that they are currently using their back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.